Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to f/u with the customer to get additional complaint info and to get the product back, including a final attempt by letter, were unsuccessful. As of the date of this report, the product has not been received. Though the product has not been received and evaluated, this type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.

Event description:
The customer reported to customer service that she dropped the power adapter for her breast pump and the transformer housing broke open.